Event description:
It was reported that on march 27, 2019, the radiolucent aiming arm had a little plastic flange broke off when pushed down. The broken fragments were easily removed. The procedure was completed without surgical delay and the patient was not affected at all.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The aiming arm for piriformis fossa (part # 03.033.002, lot # l699798, mfg date 22-feb-2018) was received with one cam lock lever (part # 03.010.497, lot # t152459) attached and the other missing. The reportedly broken off cam lever lock was not returned to us cq. The cam lock levers are designed to be removable, so the overall assembly is not broken, but it is missing a component that reportedly broke. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Material or hardness reviews could not be performed since sub-components are not lot tracked. The complaint is not confirmed as the device (part # 03.033.002, lot # l699789) was received with a cam lock lever missing, but there is no evidence of breakage. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 03.033.002. Lot: l699798. Manufacturing site: haegendorf. Release to warehouse date: 22. Feb. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the radiolucent aiming arm had a little plastic flange broke off intraoperatively. It is unknown if there was a surgical delay. The patient was not affected at all. The procedure was completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).